Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. There was no button error alarm. They were unable to test for the battery out limit alarms due to the no button response. There was no moisture damage found on the electronic assembly.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 187 mg/dl at the time of incident. The customer stated that the pump alarmed button error and battery out limit. The customer could not clear the alarms. The customer stated that the pump was in her bra and she was sweating. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.